Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a sensing anomaly. No intervention had been reported. The device remained implanted.

Event description:
New information received on (B)(4) 2014, notes that the device was reprogrammed.